Event description:
It was reported that the insulin pump was shooting out the insulin. Attempted to troubleshoot, but the customer did not have the insulin pump at the time. The mother stated that they were not able to prime. Troubleshooting was performed. Instructed the caller to hold down the activate button until the insulin exits and numbers appears. The caller stated that she attempted to do before calling, but the device kept flashing "disconnect". Advised the mother to discontinue use of the insulin pump and revert to back up plan. The customer's most recent glucose reading was 280mg/dl, and she has treated with a manual injection. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had a missing end cap sticker.